Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12july2019. The manufacturer's international field service engineer (fse) performed troubleshooting and confirmed the reported issue while servicing the device. The field service engineer replaced the power switch overlay and the issue was resolved.

Event description:
It was reported that the unit's light emitting diode (led) lamp was flickering. There was no patient involvement.